Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2018. It was reported that the patient stimulation would not increase so her representative advised her to switch sides. She switched sides. The patient also mentioned a kidney infection. Advised she contact her doctor. No further complications were noted or anticipated.